Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the 1st and 2nd distal stent strut rows with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the stent. Tip damage most likely occurred when pushing the device against a resistance. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-jun-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damaged.